Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker triggered a lead safety switch on the right atrial (ra) lead due to out of range pace impedances. Impedance trends were noted to have fluctuated up and down, but the trend was very consistent. After the lead safety switch, oversensed noise was seen on the ra channel which caused inappropriate mode switches. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.